Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had dents are present on the distal end (c-body), and the silicon sealant (ke45) is missing from the light guide (lg) bundle cover. There were no reports of patient involvement.